Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m5096t608, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced six different incidences, which were associated with separate units, involving six different patients. This is the third of six reports. Refer to 8030647-2015-00053 for the first patient. Refer to 8030647-2015-00059 for the second patient. Refer to 8030647-2015-00060 for the third patient. Refer to 8030647-2015-00061 for the fourth patient. Refer to 8030647-2015-00062 for the fifth patient. Refer to 8030647-2015-00063 for the sixth patient. It was reported that the respiratory therapist immediately observed that the ventilator was not delivering the tidal volume specified on the ventilator dialed setting. It was discovered that some of the ventilator gas was leaking past the thumb control valve opening into the suction tubing / suction canister. The catheter was replaced with another device and the specified ventilator volume returned to normal. The patient was not injured.

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.